Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up on (B)(6) 2015. Upon interrogation, the right atrial lead exhibited increased capture thresholds. The patient also received a patient notifier alert on (B)(6) 2015 for high lead impedance but ignored it until this visit. Since the patient almost never paces atrially, the physician elected to continue to monitor the patient.